Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing became disconnected from the patient line while asleep. Customer's blood glucose was 345 mg/dl. Customer reconnected the t:lock connection to resolve the issue.